Event description:
User previously reported failing proficiency survey samples for salicylate, reference medwatch 1823260-2009-03775 and 1823260-2009-03774. New samples were received from the accrediting agency and retested. The new samples also failed proficiency survey testing. Survey sample 1 resulted at 40.7 mg per dl; acceptable survey result is 0 mg/dl, no salicylate present. Survey sample 2 resulted at 40.9 mg/dl; acceptable survey result is 0 mg/dl, no salicylate present. No pts adversely affected. If additional info is received, appropriate notification will be provided.